Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error alarms are confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an error. The customer's blood glucose level was 10.1 mmol/l at the time of incident. The customer stated that the insulin pump had hardware low level failures. Customer stated that the insulin pump failed the self test and the error occurred again. Customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will not be returned for analysis.